Event description:
During attempted implant of the right ventricular (rv) lead, the proximal tip of the rv lead detached. The event was resolved by explanting and replacing the rv lead. No adverse consequences were reported and the patient was in stable condition.

Manufacturer narrative:
The reported event of the connector pin assembly detached was confirmed. As received, a complete lead was returned in one piece. Visual analysis found the connector pin and connector cap were found pulled out of the connector assembly consistent with excessive forces during implant procedure. Evidence of solvent bond between cap and connector assembly was observed and the cap was found in place and intact on the connector pin. The cause of the reported event was isolated to excessive forces during implant procedure. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.